Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 31 months ago. The pt has a history of chronic obstructive pulmonary disease. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 3 endoleak coming from a separation between the bifurcated stent graft and a proximal aortic cuff due to angulation of the aortic neck. The decision was made to place aneurx cuffs between the separated components at a later date. The pt was brought back a week later and 2 aneurx cuffs were implanted. The endoleak diminished but it did not completely resolve. No further intervention was recommended due to the pt's condition with copd. The pt is scheduled for eval in 6 months. No add'l clinical sequelae were reported.

Manufacturer narrative:
(Required secondary intervention).